Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient developed an infection of the skin flap, resulting in the decision to explant the device. The device was explanted on (B)(6), 2010. There are plans to reimplant the patient, however, this has not happened as of the date of this report, (B)(6), 2011.